Event description:
A problem was reported involving alarm 01, but there was no adverse impact on the customer's blood glucose level. The caller attempted to load a new cartridge, but the alarm persisted, leading technical support to decide on a pump replacement. The customer, covered by warranty, was instructed to use multiple daily injections as backup therapy and was guided on how to put the pump into storage mode. The problematic pump was to be returned using a pre-paid label.